Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade 3 and thin leaflets. A mitraclip ntw was inserted and deployed. However, during deployment, the anterior mitral leaflet (aml) was observed to be injured. It was noted that the clip remained stable on both leaflets. A mitraclip xtw was then inserted, positioned medially to the first implanted clip, and grasping attempts were performed. However, difficulties grasping and capturing the leaflets occurred. The clip could no longer be pulled back into the atrium as it was caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. The clip was deployed, but it was only deployed on the anterior leaflet. No additional clips were implanted and mr increased to a grade of 4. There was no clinically significant delay in the procedure.